Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3343 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported at 17:00, (B)(6) 2021, the patient was diagnosed with ketoacidosis accompanied by pancreatitis, and dialysis catheter placement was planned. Hemoperfusion + hemodialysis was performed, but the connection between dialysis catheter and syringe was not tight and water leakage was found during the placement of dialysis catheter. Immediately replace the dialysis catheter to continue placement, complete hemoperfusion + hemodialysis treatment.